Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombosis cannot be determined in this incident. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a blood clot on the end of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted on a2p2 leaflet. During insertion of the 2nd cds, as the device exited the guide, something was noted on the end of the clip. The cds was removed and a blood clot was noted on the tip of the clip. The device was discarded and replaced. Three clips were implanted, reducing the mr to trace. No additional information was provided.